Event description:
The company was informed that the patient is experiencing sound quality issues. Programming adjustments have been made, however this has not resolved the issue. Revision surgery is under consideration.